Event description:
It was reported that the patients download says 0.0 stims per day average. The representative stated the provider had advanced interrogation checked. Tablet data was sent in to be reviewed for anomalies. Review of the data revealed a reed switch malfunction in the generator. Per the physician, no error messages, codes or failure to program events have occurred to date. There are no reports of any clinical symptoms typically associated with a reed switch failure, and magnet stimulation is perceived with swipes. Per the physician, the patient is doing well and is seizure free. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.